Event description:
It was reported that pump issued cartridge alarm during cartridge loading, and customer had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place old pump in storage mode and return it within required timeframe using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.